Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item's validation code did not work. A technical support specialist (tss) checked the medbank myqlink (mql) and found that the item was not on the patient¿s medication order. The user was attempting to perform an override, then tss guided the customer to contact the pharmacy to obtain the appropriate override code. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code did not work. User attempted to issue medication to patient but encountered an invalid code error when using the code which was provided for the pharmacy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.